Event description:
The customer stated that they went into the swimming pool and the insulin pump alarmed button error. The customer stated that there was a crack on the insulin pump and it might have been bumped. The customer's blood glucose was 355 mg/dl. They stated that they were fatigued and dehydrated. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.